Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A photo of the product labeling was provided. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall res 95300. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field action res 95300) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4852285, is within the scope of this action. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] cartridge sounded like it exploded and came out when they were getting ready to use it. This occurred prior to patient contact; our attempts to collect additional information regarding patient/user outcome were unsuccessful. While the complainant did not specify if the patient or user experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient or user were adversely impacted.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] cartridge sounded like it exploded and came out when they were getting ready to use it. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient. A second hemospray was used to complete the procedure.